Manufacturer narrative:
The local area field representative was contacted for additional information. It was reported the patient was lost to follow-up since implant and had followed-up in clinic after the syncopal episode. No further information was available. Records indicate this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced fatigue and dizziness followed by syncope. The patient felt symptomatic after doing physical labor and inquired if a lead could have dislodged. The patient was referred to their physician. No adverse patient effects were reported.